Event description:
Rptr reports that a disconnect event occurred on 04/14/2000. The venous line disconnected from the schon catheter. The catheter was implanted in 1999. The event occurred 1 1/2 hrs into treatment. The estimated blood loss <100cc. The sample was discarded. Low venous pressure alarmed. Epo was administered into the line just before the event but this did not seem to involve moving of the line. No pt ill effects.